Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was evaluated and the reported malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01028. This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when the argon plasma coagulation unit was connected to the electrosurgical generator, an e679 error code was displayed and the "green tank" icon expected to be on the display was not present. The issue occurred during a therapeutic colonoscopy and the procedure was prolonged greater than 30 minutes. There were no reports of patient harm.